Event description:
The customer reported that the alarm has power but the led display is unclear. This was discovered while in use with a patient and there was no patient incident or injury that occurred. Inspection of the product found that the alarm powered on and there was no alarm tone when pressure was taken off the pad.

Manufacturer narrative:
(B)(4) (display, incorrect, unclear). (B)(4).